Event description:
It was reported that the device was explanted after implant duration of approximately 1.3 months. It was learned that the reason for explant was due to aortic insufficiency, secondary to perivalvular leak.per the operative report: "the aortotomy was done at the same previous aortotomy site and the prosthetic valve exposed. The obvious leak was just underneath the left main coronary artery, and there was some leak also on the right coronary annulus. All the stitches and pledgets were taken down."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. Through further follow up, it was learned that the device is unavailable for evaluation, due to hospital policies. A device history record review is in process. Device not returned.